Manufacturer narrative:
Correction: section h6: type of investigation: 4109 - historical data analysis, was indicated in the 1st supplemental MDR submitted. But it should not have been indicated there since there was no historical data analysis performed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Manufacturer narrative:
Section h3: device evaluated by manufacturer: yes. Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable as this is not an implantable device.  If explanted, give date: not applicable as this is not an implantable device.  Concomitant medical products: lens model and serial number: unknown, cartridge model and lot number: unknown. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the inserter handpiece punctured intraocular lens (iol). No further information was available.